Event description:
On october 15, 2024, medbloc (distributor) notified motion concepts lp of an incident involving one of our wheelchairs. The product had been sold to the end-user in the USA by a dealer, american seating & mobility in (B)(6), who was also responsible for its maintenance. The dealer had installed a third-party head array on the wheelchair. According to the end-user, while using the wheelchair in an office room, the head array unexpectedly activated, causing the wheelchair to accelerate toward a desk. As a result, the end-user sustained bruising and scratches on the left leg but did not require medical assistance. The system had been in use for approximately four months at the time of the incident.

Manufacturer narrative:
On may 31, 2024, the wheelchair was shipped from motion concepts to medbloc, the u.s. Distributor, based on dealer specifications. (B)(6). The dealer installed a third-party head array on the wheelchair, which had been in use for approximately four months at the time of the reported incident. The head array manufacturer was first notified of the incident by the end-user. On november 12, 2024, the system was returned to motion concepts for evaluation and rework. Upon inspection, it was found that the wheelchair was not cleaned, some cables were unplugged, the head array was nonfunctional, and the batteries had been disconnected from the system. These observations suggest that the dealer may have attempted rework on the wheelchair before returning it. Because the system was not returned in its original condition, an accurate assessment could not be completed and attempts to replicate the reported issue were unsuccessful due to the nonfunctional head array. We informed the dealer of these findings and recommended they refrain from further rework if motion concepts requests a return for evaluation. To resolve the incident, we will clean, rework, and thoroughly test the system before returning it to the customer. This incident was not caused by a malfunction of a motion concepts product, but rather by a third-party head array installed on the wheelchair. Since the incident involved personal injury, we consider it reportable.